Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a pairing failure between the ilet and a dexcom g7 sensor approximately three days into sensor wear, and the user was guided through pump restart, sensor type toggle, and re-pairing with instructions to wait for reconnection. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no interruption of diabetes therapy beyond the pairing delay. Investigation included remote troubleshooting and attempted re-pairing following standard connection recovery steps. Investigation of this case revealed a communication failure during device pairing, with no indication of sensor failure or pump malfunction beyond the connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was transient communication disruption consistent with external or use-related factors rather than a systemic device failure.